Event description:
It was reported that several weeks following achilles tendon repair, the pt developed 'late wound healing' and suture spitting with a 'necrotic tissue fluid'. The sutures were used for subcutaneous closure. The pt was placed on augmentin. A couple days later the wound was incised and drained. Yellow serous fluid was aspirated and gram stained was completed.